Manufacturer narrative:
As per field service representative (fsr), the suspect component was not returned to manufacturer as it was discarded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per perfusionist assistant, they had the unit as a backup for some time and pulled it out of service to hook it up for support. They ran the unit for three to four minutes and it functioned normally. However, during surgery, it started to leak water underneath it in two or three places. The field service representative (fsr) was dispatched to the user facility and verified the issue. The fsr tightened the screws on housing and replaced the tubing. Also, the coupler was resealed with loctite. The unit conformed to manufacturer specifications and was returned for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was leaking water underneath the heater cooler (tcm). They continued to use the device while placing catch pans and towels down to mitigate the leaking. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 26-oct-2016: it is not uncommon for some minor leaks of cooler-heater devices during use. This type of event does not delay the procedure or lead to harm. When users see leaks / dripping, they place towels under the leaks to absorb the fluid. In this case, the case was completed successfully with no associated blood loss and no harm observed.